Event description:
It was reported that during a breast biopsy after deploying the marker and removing the probe as one insertion, the tip of the marker sheared off into the breast. The physician was able to retrieve the plastic tip. She vacuumed the biopsy cavity again and deployed an 11g marker into the site. There was no pt consequence reported and case was completed with the 11g marker.

Manufacturer narrative:
Info anticipated, but unavailable at this time.